Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm valve was showing signs of severe stenosis and moderate regurgitation after an implant duration of approximately two (2) years and four (4) months. As reported, the patient presented with vertigo, chest pain and deterioration of the functional class. Transthoracic echo showed ef 70%, pulmonary hypertension (psap 68 mmhg) and no significant coronary artery disease. After medical discussion, a new surgery was indicated to replace the mitral valve but at the time of the reported event the device was not explanted yet because the patient had not given her consent for the re-intervention.

Event description:
Edwards received notification that a 25mm valve was showing signs of severe stenosis and moderate regurgitation after an implant duration of approximately two (2) years and four (4) months. The patient was a (B)(6). As reported, the patient presented with vertigo, chest pain and deterioration of the functional class. Transthoracic echo showed ef 70% and pulmonary hypertension (psap 68 mmhg). No significant coronary artery disease was found. After medical discussion, a new surgery was indicated to replace the mitral valve but the device was not explanted because the patient rejected the reintervention. The patient received a permanent pacemaker due to a nodal disease and was discharged home in functional class ii but compensated.